Manufacturer narrative:
The actual device was not available; however, two photographs were provided for evaluation. A visual inspection performed with the naked eye noted a hole in the bag at the port seal. The reported issue was verified. The direct cause of the event was determined to be manufacturing/assembly related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set was damaged. This issue was observed during treatment, with patient connected. The damage was at the welding between bag and tubing. The set was replaced with a new one to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.